Event description:
It was reported that the bd ultra-fine¿ pro pen needle experienced insulin-flow obstruction during injection. This event occurred 50 times. The following information was provided by the initial reporter: the patient who has insulin injection experience for years complained about obstructed insulin flows while injecting. When he pressed the thumb button, insulin flowed well and then it stops in the middle of injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: five open 32g x 4 mm pen needle samples were returned from lot. No. 1103577, cat. No. 320566. A functionality test and a clog test was carried out on all five samples as per (B)(4) and no issues were observed. See attached data collection form. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. A review of the manufacturing records was performed and no non-conformance were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.